Manufacturer narrative:
The customer did not provide patient demographics such as age, date of birth, sex, weight, ethnicity or race. The access accutni+3 reagent was not returned for evaluation. All assay and system verifications (calibration, quality control, system check) met specifications at the time of this event. No hardware errors, flags or other assay issues were reported in conjunction with this event. Conclusion: the cause of the reproducible access accutni+3 results cannot be determined with the available information. Beckman coulter internal identifier for this event is: (B)(4). [(B)(4) patient data table.pdf].

Event description:
The customer reported obtaining reproducible elevated troponin I (access accutni+3) results for one patient involving the laboratory's access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system (serial number (B)(4)). The initial access accutni+3 result recovered above the reference range of the assay. The customer reanalyzed the patient's sample on the same access 2 immunoassay system portion of the unicel dxc 600i synchron access clinical system two days later and obtained four reproducible elevated results, above the assay's normal reference range. The patient's sample was also analyzed on the I-stat and architect troponin methods and recovered with lower results. The elevated access accutni+3 result was released from the laboratory. The patient was transferred to a sister hospital and received an angiogram. There was no additional change or impact to patient care reported in association with this event. Calibration, qc (quality control) and system check parameters were all recovering within expected ranges at the time of the event. The patient's sample was collected in a rapid serum tube and was centrifuged for ten (10) minutes at 3,000 g (g force) at 15 to 25°c (degrees celsius). There was no report of sample integrity issues.